Manufacturer narrative:
This complaint is from the clinical study. The target lesion was the proximal right coronary artery (rca). The vessel was de novo, concentric, diffused and ostial. The vessel was moderatly calcified, but was not a flexion lesion. The diameter of the vessel was 3.46mm and the lesion length was 42.91mm. Pre-procedure stenosis was 48%. Aha/acc classification of the vessel was a type c. Two cypher stents (size unknown) were implanted in the proximal left anterior descending (lad). There was no information regarding the procedure. Three weeks later, a procedure was conducted. It was an elective case. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a 3.5x15mm balloon at 12atm. Inflation time was unknown. A 3.0x13mm cypher stent (lot i0105178) was implanted at 20atm for 15 seconds at the target lesion. A 3.0x28mm cypher stent (lot i0205074) was implanted at 26atm for 15 seconds at the proximal end of the first implanted cypher stent. A 3.5x23mm cypher stent (lot i0205091) was implanted at 20atm for 15 seconds at the proximal end of the second implanted cypher stent. All 3 stents were implanted overlapping without a gap. Post-dilation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 24%. Ivus was conducted. There was no problem with the procedure. Approximately three months later, the patient was hospitalized due to congested heart failure and medication therapy was conducted for a week. Approximately three months later, the patient was hospitalized due to dehydration by feeding disorder and bedsore. The patient then developed aspiration pneumonia and was diagnosed with sepsis. However, since the patient needed prolonged hospitalization, she was transferred to another hospital. Approximately three months later, the patient deceased. Postmortem was not performed. Physician indicated that it is highly like that the cause of death was pneumonia and sapramia. This device (lot i0105178) is distributed outside the united states; however, it is similar to the united states product. This device is one of five products associated with this event. Please refer to MFR report # 9616099-2007-00624, 9616099-2007-00625 & 9616099-2007-00626. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
Several months after receiving cypher implants, the patient had heart failure and subsequently died.